Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-04128. It was reported that the patient experienced (B)(6) pound weight loss after gastric bypass surgery. The patient states that he can now feel his leads and requested that they be implanted deeper. Surgical intervention may be pending to address this issue.